Event description:
It was reported that the customer was hospitalized for low blood glucose and repeated seizures. The blood glucose reading was not reported. It was stated that the insulin pump has been alarming off no power. The wife stated that the customer had a head injury several months ago and since then his seizures have been more frequently. It was stated that the customer has been diagnosed with a brain disorder, which may lead to the hospitalization. Troubleshooting was performed. The bolus history revealed that many boluses were taken the day prior to his admission.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.